Manufacturer narrative:
The customer¿s report of the pca delivering an incorrect dose was not confirmed. Physical inspection noted the device to be in good condition with the seal intact. There were no anomalies. The reported event date and time was at 11:35 pm on (B)(6) 2015 however the pcu event log does not have any data past 7:07 pm on (B)(6) 2015. Analysis of the pcu event log shows that the pca was programmed to infuse a pca dose only infusion of hydromorphone standard pca 0.2mg/1ml at 5:33 pm on (B)(6) 2015. The syringe in use was a 35ml monoject syringe with 6.99ml detected. It should be noted that the user programmed a pca dose of 0.8 mg which resulted in a volume per dose of 4 mls. The user received a guardrails warning concerning the dose but elected to proceed. At 6:43 pm, a pca dose request was made and was successfully delivered. The device then alarmed for near end of infusion. At 6:48 pm, the device alarmed for pca door open and check syringe. At 6:51 pm, the user selected a 35ml monoject syringe with 30.6462ml detected. The user programmed the pca to infuse a pca dose only infusion of hydromorphone standard pca 0.2mg/1ml. At 6:54 pm, a pca dose request was made, however while the dose was being delivered, the user selected the pca module and stopped the pca and only a partial dose was delivered (instead of the full 4ml, only 1.2454ml was delivered). At 6:55 pm, the device was channeled off and was then idle. At 6:56 pm, the user selected the pca module and started the pca dose only infusion. At 7:04 pm, the device was again channeled off and was then idle. The system was shut down and powered off at 7:07 pm. The root cause of the reported event was not identified. The intended programming parameters were not provided. It is unknown if the partial dose given was what the user perceived as the pca delivering an incorrect dose.

Event description:
The customer reported the pca "delivered an incorrect dose of med." No other details are available. There was no report of any patient harm.

Manufacturer narrative:
Concomitant medical products: etco2 disposable, model/lot unk, therapy date (B)(6) 2015.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.